Event description:
Use patch for back pain. Wife went to remove it. Skin came off with patch. No problem like pain or burning while using patch. More like acid burn. Had blisters and 2 drainage. Went to doctor. A 2nd degree burn. Gave me five burn patches. Dose or amount: patch. Dates of use: 2008. Diagnosis or reasons for use: back pain muscle. Event abated after use stopped or dose reduced: yes.